Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 66-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient reported that he experienced sores on the top of his head that were inflamed. On (B)(6) 2024, the patient noted that he experienced itching under the arrays for the past two weeks, which he initially treated with over-the-counter hydrocortisone. On (B)(6) 2024, the patient consulted with the healthcare provider (hcp) who prescribed oral hydrocortisone to manage the itching. The prescribing physician was contacted for further details without reply.